Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A doctor of ophthalmology reported that during a cataract removal with intraocular lens (iol) implant procedure, it was observed that the lens was cracked next to the center. It was noted that there had been no problems pushing the lens out. The procedure was completed following a 30 minute delay; the cracked lens was taken out and replaced with a new one. Clarification was received that the nurse's folding of the lens is the suspected cause of the event. Additional information was received in a completed questionnaire. The haptics were placed over the lens and when they released, a crack was seen centrally on the iol. It was noted that the "kissing" haptics were not on top of each other but were next to each other. It was clarified that in the surgeon's opinion, it is unknown if the device caused or contributed to the event. This is one of two medical device reports for this event.

Manufacturer narrative:
Information was provided that the use of the manufacturer's lenses is new to this hospital. (B)(4).